Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed.  The reported problem (charger resets) was confirmed.  Upon investigation the charger was resetting and was unable to charge a battery pack.  The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board, causing the resets.     The root cause for the u1003 and u104 failure could not be positively identified.  There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor reported that a battery charger was resetting.